Manufacturer narrative:
Updated fields: b4, g1, g3, g6, h2, h6, h11 corrected fields: e1, h6(health effect ¿ impact codes).

Event description:
N/a.

Event description:
It was reported by customer during use that the cardiosave intra-aortic balloon pump (iabp) unit powered down. There was patient involvement, but no harm reported.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Manufacturer narrative:
Updated field: b4, d9(return to manufacture date), g3, g6, h2, h6(type of investigation, investigation findings, investigation conclusions), h11. A getinge field service engineer (fse) was dispatched to evaluate the unit. The fse could not reproduce the issue but replaced the power slot interface board as a precaution. The unit passed all functional and safety checks to factory specification. The failure analysis and testing dept. Received part number with a reported unit failure of a unit shutdown. The fat performed a visual inspection and found the part to be in good condition. The fat installed the part in cardiosave test fixture and tested the part to factory specifications per the cardiosave service manual part. No failure confirmed. Retaining the part in the failure analysis and testing department per procedure. The most probable root cause is component reliability.